Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report is being filed on an international product, model number 78879-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer initially self-treated with coca-cola and candy. Subsequently, the customer experienced hyperglycemia and self-administered 4 iu of novorapid insulin for corrective treatment. There was no report of death or permanent impairment associated with this event. Lower adc device readings of 53 mg/dl and 63 mg/dl was compared to competitor brand meter readings of 205 mg/dl and 183 mg/dl, respectively, after 2 days of wear. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.